Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Section d9 has been updated. H6 type of investigation code was updated.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 77-year-old male with acute myocardial infarction and pre-support scai stage e cardiogenic shock underwent placement of an impella cp via right femoral arterial percutaneous access. During the procedure, while the introducer sheath was in place, significant access site bleeding occurred upon insertion of a medtronic sheath, reportedly exacerbated by the patient being combative and moving. Additional bleeding was noted when the pump was advanced into the sheath. Hemoglobin dropped from 11 g/dl to 6 g/dl, requiring transfusion of 4 units of packed red blood cells and fluid resuscitation, with subsequent stabilization of hemoglobin to 10 g/dl. Anticoagulation monitoring was performed using act (reported value 250), while antithrombotic therapy was unknown. Hemostasis was achieved with manual pressure, and no vessel perforation or dissection was reported. The impella device functioned as intended throughout support at p-8 delivering 3.2 l/min with d5w sodium bicarbonate purge solution. The device was not removed due to malfunction. Despite interventions, care was withdrawn, and the patient expired on the same day. The death is conservatively being reported to the impella cp but is unlikely related and is most likely attributed to patients underlying critical condition as they presented in scai stage e shock on multiple inotropes and pressors and was ventilated for respiratory support.